Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had error in the motor detected by reading value from hall sensor. Customer¿s blood glucose level was unknown. Customer reported that they were unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. There were no an error in the motor was detected by reading unexpected value from hall sensor alarms noted during testing. The motor was tested outside the insulin pump and passed. Insulin pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Moisture damage was also found on the electronic assembly.